Manufacturer narrative:
The device was discarded by the user facility and no serial number was provided. As a result, the device's manufacturing records cannot be reviewed. The cause of the reported event cannot be determined.

Event description:
The patient underwent an interventional ablation procedure for atrial fibrillation (af), during which the vascade mvp xl device was utilized for closure. The doctor reported that the patient developed a localized site reaction to the collagen post discharge. Upon examination, the site was noted to be swollen, red, and painful. The patient was treated with antibiotics and referred to surgery for removal of the collagen. Reportedly, the patient recovered after removal of collagen.